Manufacturer narrative:
Patient weight not available from the site. A medtronic representative inspected the imaging system on-site. Changed gantry motion controller due to door not opening with communications error. The imaging system passed all tests and is up and running. The motion controller was received by the manufacturer for evaluation. However, analysis could not confirm reported problem. Motion control box was installed in the imaging system 267 and ran without any issues. Although the returned part was found to be fully functional, part replacement resolved the issue. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a procedure, the imaging system door could not be opened. It was reported that the error message "dmc error message 1, unrecognized command, gantry controlled" was displayed when this occurred. The system was rebooted and the issue was resolved. The procedure was completed successfully with the imaging system after a reported delay of less than one hour. The patient was not impacted.